Event description:
Device malfunction: difficult to remove device. Time of malfunction: during closure procedure. Symptoms/ae: none. It was reported that a physician, trained in the use of the starclose device, attempted common femoral arteriotomy closure after a diagnostic procedure. The device was difficult to remove but was ultimately removed manually. Hemostasis was achieved with manual compression. There was no adverse pt sequela. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported, the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.